Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: error code 31. During case but no pt harm. 15 min delay in case- used head lamp from another light source to finish case. Case completed successfully. (B)(6) . RMA 12111819 . The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a bad fan. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.